Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump received failed battery alarm while battery change. It was also mentioned that there was crack on the insulin pump battery compartment. Blood glucose level was 138 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case behind the pump at the battery compartment and cracked battery tube threads. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected failed battery test or battery failed alert noted during testing.